Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient, who was noted to be a small-framed patient, had pain at the ipg site. The patient had no issues getting the ipg charged but had pain when charging due to the location of the ipg. The patient underwent a revision procedure and did well postoperatively.